Manufacturer narrative:
The reprocessing of the device referenced in this report was observed onsite by olympus. It was noted no leak testing was being performed during reprocessing due to a broken leak tester. Education was provided and a new leak tester was ordered. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
A repair reduction observation was performed for a cysto-nephro videoscope at the facility. During this observation it was discovered the scope was being reprocessed without performing an air leak test. The leak test was not being performed because the facility leak tester was reported to be broken. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause could not be identified. However, it is likely the event was caused by human error related to reprocessing without a leak test performed prior. Per the legal manufacturer's instructions for use: -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.